Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of instrument tip not closing was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the midpoint of the blade. Both blade edges were indented, which prevents the blade from closing properly. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Additional observation also reported by site: the reported recognition issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Msc logs were not available for this instrument. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Review of the provided image from the customer was performed by regulatory post market surveillance (rpms) analyst. The image of the instrument depicts no visible damage.